Event description:
It was reported that during a lap cholecystectomy procedure, the plastic lining on the inactive blade was gapping during the procedure. It is unknown how the procedure was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.